Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c package was damaged / defective. The following information was provided by the initial reporter: when did the incident occur? Unknown. It was reported that customer have found a number (9) of primary packaging units of bd 5 ml syringes with luer lock tips, ref. 309649, that are not (properly) sealed. The plastic is not ¿stuck¿ to the paper, which means that sterility can no longer be guaranteed. This concerns batch no. 4297890, (exp. 30/09/2029). I have the syringes in question on my desk, so we can send them to bd if necessary. I would appreciate hearing what you expect me to do in this matter.

Manufacturer narrative:
(B)(4) follow up it was reported that the primary packaging was not properly sealed. To support the investigation, two photographs of 5ml eurographic syringes from lot 4297890 were provided to the quality team for evaluation. Both photographs depict one package from different angles, each showing an open seal. This condition is non conforming per product specifications and is associated with the packaging process. A device history record review was completed for material number 309649, lot 4297890. The review confirmed that all visual inspections were performed in accordance with requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted per the inspection control plan and subsequently approved for shipment. A requalification for the open seal defect was performed during production, and the line was cleared of defects. However, it remains possible that a limited number of units with this condition escaped detection. As a corrective action, the personnel involved in manufacturing this lot will be re educated, and a quality alert will be issued to the manufacturing site.